Event description:
It was reported that during an unk procedure, only slight cutting was found from 11-2 o'colck position, and staples were found dented and still in the housing. Bleeding occurred and hand-suturing was used to complete the procedure. The procedure was delayed by at least an hour. The pt's hemorrhoids were not excised.